Manufacturer narrative:
D10 - added concomitant medical products and therapy dates.

Event description:
It was reported the patient underwent an unrelated procedure and the ipg was turned off and not placed in surgery mode. A company representative met with the patient and was able to recover with the patient's ipg. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.